Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during ablation, the first time the antenna was connected to generator, it was not recognized. When the second time connecting the antenna to the generator, the screen showed the temperature was 70 degree. When surgeon entered the electrode into the patient's body, the temperature showed on the screen was still 70 degree. Replaced with new similar antenna using the same generator and it worked fine which completed the procedure. There was no patient injury.